Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that it had always been hard to charge her ins. The patient would find the spot, then couldn't move or she would lose square and it takes forever to charge.